Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd ultra-fine¿ insulin syringe had a stopper that was deformed. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported before use that the bd ultra-fine¿ insulin syringe had a stopper that was deformed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe to franklin lakes. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a deformed stopper. Sample was forwarded to manufacturing (holdrege) on 24jul2018 for further review. On 01aug2018, holdrege received one (1) loose 0.3ml. 12.7mm syringe from reported batch# 7289884. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The device was cycle tested and noted an increased amount of force required to exercise the plunger rod/stopper within the assembled device. Additionally, the plunger rod/stopper was disassembled from the remainder of the syringe and the stopper was noted to retain the deformed configuration. A DHR (device history record) review was performed with no notifications written for related issues during manufacturing of this batch. Potential root causes include, but not limited to: insufficient silicone applied to the interior of the barrel prior to assembly of the plunger rod/stopper into the barrel; a misalignment during assembly of the plunger rod/stopper into the barrel; and/or a supplier related molding defect. CAPA 122939 was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 7289884 was manufactured prior to any implementation activities associated with this CAPA. A review of the device history record was completed for batch # 7289884 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged/deformed on lot # 7289884. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported before use that the bd ultra-fine insulin syringe had a stopper that was deformed. There was no report of exposure, serious injury or medical intervention.